Manufacturer narrative:
One sample device was returned. The device was evaluated. The investigation summary concluded a fast flow incident was not observed. The flow restrictors met specifications for both flow rate accuracy and pressure pot testing. The root cause could not be determined. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 0203076867, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 26-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 4 ml/hr, procedure: total open hysterectomy, cathplace: abdomen. It was reported the pump looked empty yesterday evening on (B)(6) 2019, and on (B)(6) 2019 the patient wondered if it was really empty. The device was ordered to be removed on (B)(6) 2019. The patient called the hotline nurse. The patient removed the pump from the black bag and stated there was "no ball anymore, it is a straight tube." The infusion should lasted a four days. The patient stated she noticed the pump was empty yesterday evening. The patient denied having any side effects like ringing in the ears, metal taste in the mouth, tingling in fingers and a racing heart beat. The patient confirmed she did have orders to remove the pump at home when the infusion was completed. The hotline nurse instructed the patient on removing the pump and catheters. The hotline nurse stayed on the phone with the patient until she removed the pump. The patient removed the catheters easily and confirmed that each catheter had a black tip. The hotline nurse instructed the patient she removed the catheters fully and correctly. The patient had no further questions. The flow restrictor was taped to the patient. There were no crimps or kinks in the tubing.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 30-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).